Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The customer alleged that the pump was intermittently not delivering insulin properly. This could not be confirmed, however, as the pump was functioning as intended at the time of the report with tandem technical support. Reportedly, the customer continued to use the pump for insulin delivery.